Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the cause of the high impedance was unknown and that one contact remained out-of-range. No patient complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 3777-75, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that lead #0 was out of regulation (oor). The other impedances were tested. No intervention occurred, and the electrode was not used in the programming. This is was reported to be resolved. When the battery was interrogated, a message was seen that the implanted device was not compatible with the programming card in the clinician programmer. The rep was able to manually enter the device data to sync the patient information and device. The issue was also resolved. No further complications were reported. No patient symptoms were reported.